Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent removal and re-insertion of pessary: ring with support on (B)(6) 2012 by dr. (B)(6) at the (B)(6). It was reported that following insertion the patient experienced urinary urgency and urinary frequency. (B)(4).